Manufacturer narrative:
(B)(4). The device was returned for analysis. The event was confirmed; the tapered tip/guide wire lumen was detached from the delivery system. The root cause of the event was most likely manufacturing related. A manufacturing assessment has been initiated.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were non-tortuous and there was little lesion calcification. It was reported that during the index procedure, upon withdrawal of the delivery system, the nose cone and the lumen detached from the delivery system. The physician was able to get the nosecone and lumen out of the patient. It was also confirmed that the entire guidewire lumen was pulled out and no friction was felt. The physician suspected that the guidewire lumen was not glued to the delivery system. No clinical sequelae were reported and the patient is fine.